Event description:
The pt developed small abscesses with a slight infection five weeks following an a&p repair. The pt returned to the doctor complaining of being extremely tender. 2 CT scans were performed and small abscesses were detected. The pt's temperature was elevated at 101 degrees. There was a slight elevation of uric acid. The pt was treated with antibiotics and no further complications were reported. The doctor felt it was a complication of the procedure and did not associate the event with the product.